Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe did not produce the expected results (problems with the number of cuts) during vitrectomy surgery. The surgery was completed by replacing with new one. There was no information about patient impact. This complaint is pertaining the second patient of two reports for custom pack received from the same facility.